Manufacturer narrative:
Product analysis: analysis found that the radiofrequency (rf) head was defective and that the programmer would shut down when the rf head was plugged in. Analysis noted that the rf head needed the printed wiring board (pwb) and cable replaced. The rf head was scrapped due to a lack of parts and replaced with a different rf head that passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.